Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed an e226 scope communication error message and had no image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, device evaluation found traces of disinfectant on the electrical connectors. Based on the results of the investigation, and since the no image and e226 error were not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the traces of disinfectant on the electrical connectors was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.